Event description:
Reporter alleged blood glucose reading was 588 mg/dl back to back with a result of 172 mg/dl performed within 3 minutes of each other using a different finger stick with the second test. It was reported customer did not have any high glucose symptoms and no actions were taken as well as no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.